Event description:
Outpatient chemo clinic is reporting delays in their chemo infusions. Delays are about 10-25%. An example today was with oxaliplatin 532mls to be given over 2 hours. There was about 130mls remaining after 2 hours. They reported that their chemo infusions are all given as primary infusions. They do not account for bag overfill. They use baxter bags and per baxter their 500ml bags will have a max overfill of 65mls. Their typical infusion volume is 500mls. There was no report of pt harm and no medical intervention required. No additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of delays in chemo infusions could not be confirmed. Customer states that product will not be returned because the device was not sequestered. The root cause of this failure could not be identified.